Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with a sore raw area on back. The patient was recommended by a nurse to place cloth under the device but the patient removed the cloth after it caused alarms. During follow-ups, the patient reported that the irritation is doing better.